Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was ¿under 40mg/dl¿ for over 4 hours. During this time the patient self-treated with 30 ounces of juice, sugar cereal and a hot pie. No fingerstick was taken at that moment. The patient experienced dizziness, shaking, sweating, not thinking straight, redness in the face her face and described having a feeling as if she was ¿getting a stroke¿. Her face became droopy, it felt like there was ¿sand in her cheeks¿, her heart was going crazy, her left arm was down, and she was having a hard time breathing and was coughing. The patient was brought to the emergency room by her husband at 3:26 (unknown of am or pm). When a fingerstick was taken at the hospital the blood glucose reading was over 800 mg/dl, and the cgm sensor had been taken off already. The patient was given 10 units of insulin and intravenous salin. After this, according to the patient, the blood glucose reading dropped to 23 mg/dl. After. No specific new symptoms and treatment were reported for hypoglycemia. In the hospital diagnostic tests were done and the patient had an ECG, x-ray, constant fingersticks, and a blood pressure check. Eventually the patient was diagnosed with pneumonia, which according to the patient was a direct result from the hyper and hypoglycemic event. The patient was given vancomycin and levofloxacin antibiotics, oxygen, and a nebulizer. Besides that the patient also was given nitroglycerin and benzonatate. The patient was kept in the hospital for 2 nights. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e0712 cough.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data and product. No additional patient or event information is available.